Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56. If we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: two event units were returned for evaluation. Engineering confirmed that a portion of the septum of the first unit had been torn off. No damages were observed with the second unit. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the first unit appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Event description:
Laparoscopic radical prostatectomy - "this is the complaint from the market. Please refer to the complaint sheet for investigation." "During procedure, two broken pieces of the septum fell in the body. One of them was collected from the body by the user. The user cleaned the abdominal cavity and complained the procedure. The user has been monitoring pt's health. Aomori olympus checked the septum. As a result, we found that the septum was broken. However, despite the info from the user, thee portions of the septum were damaged. We would like to know the following points. See scanned page.